Event description:
It was further reported that the patient did have his device replaced on (B)(6) 2012. Outcome was not reported. If additional information is obtained, a follow up report will be sent.

Event description:
Additional information received reported that the patient's battery did not recover from overdischarge. During the physician mode recharge the patient explained that this was possibly not his first overdischarge. The battery was worked on for several hours and over several days, but it continued to die after the power-on-reset message was read. The patient was scheduled for a battery replacement on (B)(6). The manufacturer's device registry showed that the patient's battery was replaced on (B)(6). No other implanted components were replaced.

Event description:
Coupling and communication issues were reported. The patient hadn't been using the implantable neurostimulator (ins) for over a year because, it "wasn't working right." After two physician-mode-recharges the ins began charging with 8 coupling bars. The recharger displayed a power-on-reset (por) condition followed by the normal recharging screen. At that time, the ins could not be interrogated. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID, 3777-60, serial# (B)(4), implanted: 2007 (B)(6), explanted: product typ lead; product ID, 3777-60 lot# serial# (B)(4), implanted: 2007 (B)(6), explanted: product typ lead; product ID, 37752, serial# (B)(4), product typ recharger; product ID, 37742 serial# (B)(4), product typ programmer, patient. (B)(4).